Manufacturer narrative:
Preferred term for investigation findings would be "root cause could not be determined."

Event description:
It was reported that the head of the extaro 300 detached from the mora interface. The head was caught by the doctor and the assistant, and no injuries occurred.